Event description:
It was reported that during an unknown procedure there was connection of the hand-piece with a harmonic device. Then connection of the hand-piece to the generator. The device did not work and is not recognized by the generator. Then impossible to disconnect the hand-piece from the device. No patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2023. D4 batch #: t93t0x. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received attached to a harh36 device and it was removed from the handpiece. In addition, it was received with the nose cone cracked and the mount was noted to be loose. The device was connected to a generator and it was recognized. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. No communication issues were observed at any time during the testing. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the handpiece mid housing. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although the analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone.